Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 309657, batch no: 8345759. It was reported that the area where the needle attaches to the syringe was bent. Event description per email states: caller reported that the area where the needle attaches to the syringe was bent and he was unable to attach the needle to it. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? No. Resolution: caller was able to successfully fill a cartridge. No further action required. Is product manufactured by bd? Yes, sample is not available for investigation.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was damaged. This was discovered before use. The following information was provided by the initial reporter: material no: 309657, batch no: 8345759. It was reported that the area where the needle attaches to the syringe was bent. Event description per email states: caller reported that the area where the needle attaches to the syringe was bent and he was unable to attach the needle to it number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? No. Resolution: caller was able to successfully fill a cartridge. No further action required. Is product manufactured by bd? Yes, sample is not available for investigation.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.